Event description:
It was reported that the colonovideoscope had an image abnormality (image noise). This issue occurred during the inspection for use in a diagnostic colon examination that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.